Event description:
Pt was injected with radiesse dermal filler in the naso labial folds, marionette lines and oral commissures. The pt developed bruising initially, which resolved. The pt then developed a dime-sized area of redness, warmth and a pus pocket about the right side nl fold. The pt was treated with keflex (antibiotic).

Manufacturer narrative:
During a f/u with the rn, it was reported that the pt's symptoms have resolved. The device history records for radiesse lot 1012020 were reviewed; this lot met all testing specifications.